Event description:
Ous MDR - "no more connection to ics, pacing on ECG not as programmed" this is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
After it was received, the pacemaker first underwent a status interrogation. The clinical complaint could be confirmed, a status interrogation was not possible. However, it was still possible to read out the memory of the pacemaker. The analysis of the memory contents showed that the battery was still sufficiently charged and the power consumption of the implant was normal. In addition, the analysis showed that the implant paced in the safe program due to the detection of damaged memory. In general, the device is capable to detect damaged memory. In the case of damaged memory contents, the device reacts according to specification by switching to the safe program, in which an antibradycardic therapy function is ensured. The pacemaker¿s capability to provide therapy was then tested. The antibradycardic output signal was proper and matched the programmed values in the safe program. The damaged memory content could be corrected with the help of a technical programmer, and, subsequently, the implant paced as expected with standard parameters. There were no indications of a dysfunction of the device. Summary the clinical observation resulted from damaged memory content. The capability to provide therapy was, however, not limited; the pacemaker paced in the safe program. In conclusion, it cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed to the activation of the safe program. There was no material defect or manufacturing error.